Event description:
The manufacturer received information alleging an issue related to a dreamstation go auto device's sound abatement foam. The manufacturer received information alleging lung disease. In addition, there is an allegation of eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea/vomiting and inflammatory response. The patient required no medical intervention. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.